Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 31-jan-23. Medical event associated with this complaint case occurred on (B)(6) 2023, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer received unspecified sensor scan results perceived to be high when compared to unspecified scan results on a competitor brand meter. The customer became hypoglycemic and had contact with a healthcare professional (hcp) who administered glucose infusion for treatment. Reportedly, a glucose result of 3.8 mmol/l (68.4 mg/dl) was obtained on the hcp meter compared to a sensor scan of 5.1 mmol/l (91.8 mg/dl). It is unknown when the readings were obtained in relation to when the treatment was provided. No additional treatment or medication was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. As per the serial number reported by the customer and associated UDI information, the customer was using an expired sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer received unspecified sensor scan results perceived to be high when compared to unspecified scan results on a competitor brand meter. The customer became hypoglycemic and had contact with a healthcare professional (hcp) who administered glucose infusion for treatment. Reportedly, a glucose result of 3.8 mmol/l (68.4 mg/dl) was obtained on the hcp meter compared to a sensor scan of 5.1 mmol/l (91.8 mg/dl). It is unknown when the readings were obtained in relation to when the treatment was provided. No additional treatment or medication was reported. There was no report of death or permanent injury associated with this event.